Manufacturer narrative:
This investigation was conducted for an unknown lot number menstrual 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event safety request for investigation. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged

Event description:
Burning pain/burnt away her skin in 2 places [thermal burn]. Case narrative:this is a spontaneous report from a pfizer-sponsored program, brand websites for devision consumer healthcare germany. A contactable consumer reported a female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for menstrual pain. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported after using the heatwrap for about an hour she experienced burning pain and noticed the heatwrap "burnt away" her skin in 2 places. The patient confirmed she used the product correctly. Action taken with the suspect product was permanently withdrawn on an unspecified date. Clinical outcome of the events was resolving. Per the product quality group: this investigation was conducted for an unknown lot number menstrual 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event safety request for investigation. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (29dec2016): follow-up attempts completed. No further information expected. Follow-up (04feb2020): new information received from pfizer product quality group includes: investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the complaint of "burning pain/burnt away her skin in 2 places" as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No further investigations or actions is suggested at this time.

Event description:
Event verbatim [preferred term] burning pain [thermal burn] , burnt away her skin in 2 places [skin exfoliation] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program, brand websites for devision consumer healthcare (B)(6). A contactable consumer reported a female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for menstrual pain. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported after using the heatwrap for about an hour she experienced burning pain and noticed the heatwrap "burnt away" her skin in 2 places. The patient confirmed she used the product correctly. Action taken with the suspect product was permanently withdrawn on an unspecified date. Clinical outcome of the events was resolving. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the reported events burn and skin exfoliation as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported events burn and skin exfoliation as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.